Manufacturer narrative:
Continuation of d10: product type recharger product ID neu_unknown_lead lot# serial# unknown implanted, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that patient says the device still wo rks, it just does not charge as fast. Manufacturing representative reported the cause of frayed wire, was unknown.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states having a hard time charging for quite a while, maybe 2 years. Patient states the ins is implanted in the stomach. It takes forever to charge and it seems like the implant battery is going down quicker. Patient also states having to stand up to get a connection and sometimes having to hit the button several times to retry again before getting a connection. Patient has gained about 15 pounds and can feel where the wire connects to the ins patient has to keep constantly moving the recharger antenna around to get it to charge. Patient states not using the belt that it does not work. Patient went to have the system checked 2 days ago to see about the MRI and everything seemed to show patient could have a MRI but was told almost two years ago there was a frayed lead and healthcare provider (hcp) told patient they could not have MRI at this point. Hcp said they do not know where the frayed wire is and they don't know where it is because patient has the implant in the stomach.